Event description:
It was reported that the flexicut device met resistance while trying to cross a proximal lad lesion. After a balloon dilatation, another attempt was made to cross the flexicut through the lesion, but resistance was met again and the device was "forced to cross" the lesion (against IFU) and cuts were made. After cleaning the nosecone and making several additional cuts, the balloon ruptured and a vessel perforation was identified. A perfusion balloon was inflated and a covered stent was deployed to treat the perforation; an intraaortic balloon was placed in the pt. Reportedly, the perforation was "cured", there was no bleeding from the perforation site, and the procedure was completed. Although the pt left the cath lab without indications of further problems, the pt died later during the hospital stay.